Event description:
During an emergent coronary angioplasty procedure, an angioplasty balloon catheter failed. The pt had been admitted with a myocardial infarction and underwent catheterization which showed severe triple-vessel coronary artery disease. The cardiologist placed a 3.5 mm stent in the pt's proximal lad followed by a 0.014 inch guide wire and a 2.5 mm balloon into the second circumflex marginal of the lad. Inflations were performed at relatively low pressures (5-7 atm). When the cardiologist attempted to withdraw the balloon, he encountered fixed resistance at the circumflex ostium. Numerous unsuccessful attempts were made to remove the balloon. After two hrs and just before it was decided to attempt high-risk emergency bypass surgery, a final attempt to withdraw the catheter was successful. Inspection of the device by the cardiologist disclosed a fracture in the catheter shank just proximal to the angioplasty balloon, with stiff fragments of tubing and wire protruding from the frayed shank. Follow-up angioplasty showed a divot in the proximal circumflex, apparently caused by stiff catheter components that dug into the arterial wall. Following the initial angioplasty, the pt suffered a four unit gastrointestinal hemorrhage. Two days later, the pt developed ischemic pulmonary edema and underwent angioplasty of the first circumflex marginal branch, complicated by coronary perforation and acute cardiac tamponade relieved by pericardiocentesis. The pt eventually recovered in the ccu and was discharged in good condition on 7/13/96. Three days later, the pt collapsed at home and was taken to another local emergency room (hosp unk). Upon arrival, she was comatose, with hypotension, complete heart block and an agonal escape rhytym. Resuscitation attempts were unsuccessful and she was pronounced dead. The cardiologist believes that the death was likely caused by left/main circumflex thrombosis as a result of the initial device failure. The cardiologist returned the damaged balloon catheter to the MFR for failure analysis. The MFR's analysis indicates that the balloon and catheter shaft were torn and that the core wire had come loose from its most distal end and was exposed. They were unable to determine the exact cause of the damage to the catheter.